Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. During pre-repair assessment performed by a technician on this device returned for service, functional testing was performed and revealed that the charging bay was pushed in and broken. The handle was faulty and burning marks were visible on the device. Device was repaired and returned to the customer on 04/03/2013. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device was returned for repair. During the routine service, the technician found that the charging bay was pushed in and burning marks were visible on the device. This is report 1 of 1 for complaint #(B)(4).